Manufacturer narrative:
The reported events were clavicle crush, high lead impedance and loss of pacing. As received, a complete lead was returned in two pieces. Visual inspection revealed the lead was broken distal to suture sleeve tie impression. Scanning electron microscope (sem) analysis verified that all four filars of the inner coil were fractured in this location. The cause of high lead impedance and no pacing was due to fractured inner coil consistent with bending fatigue. The reported event of clavicle crush was not confirmed. Other damages discovered are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, no pacing and high pacing impedance was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. When the physician extracted the lv lead, it separated into two pieces. The physician suspected clavicular crush damage to be the cause of the event. The patient was in stable condition following the procedure.